Manufacturer narrative:
Customer returned the multistix 10 sg strips and provided one of the three patient samples. An inspection was completed by technical operations on returned reagent (n=5) & comparison lot (n=12) with supplied patient urine using advantus instrument. All testing results of both returned & comparison reagent lots showed leu values in the range of 173 - 217 decodes -- values within the 131 - 275 decode range correspond to an instrument report of small positive. Visual observation of strips exiting the instrument indicated some amount of color development, indicating positive reaction. Customer's observation of false negative leu/wbc could not be confirmed. Customer received exchanged instrument and is still experiencing false negative leu/wbc.

Event description:
Customer reported on three patient leukocyte (leu/wbc) tested negative on instrument whereas microscope tested positive. Customer reported that their quality control material was in range. There was no report of injury due to this event.